Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported complaint. Visual inspection revealed damage to the external battery housing. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not recognize the external battery. There was no patient harm or serious injury reported as a result of this incident.